Event description:
It was reported that a malfunction occurred on the pump with malfunction code 16, and it could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode before returning it using a pre-paid label, and tandem technical support arranged for a replacement pump while the customer used a backup insulin pump to ensure continued insulin delivery.